Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return and the cause was undetermined. Based on the available information, no product deficiency was identified.

Event description:
The customer observed visible smoke and error code 1093 from the cell-dyn ruby analyzer at 9:20am. The customer observed the smell of an electrical burn and mix head errors. The customer opened the tower cover and saw small wisp of smoke. The mix head feels warm to touch. The instrument was powered off 30 minutes later (9:50am). No injuries occurred. The next day ((B)(6) 2014) the instrument was powered up at 6am, initialized, primed and controls were run with no issues or burner smell.